Event description:
A falsely elevated troponin I result of 1.2 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was retested on alternative methodology and a negative result was obtained. An angiogram was performed on the pt. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk. The instrument is performing within specifications.